Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision of a stem, right side, occurred due to the implant fracturing. The patient had a miss-step while walking which caused her to stumble. The implant then fractured. As a result of the stem fracturing, this caused the proximal femur to fracture. This distal part of the stem was extremely well fixed and was very difficult to remove. The proximal part of the stem and body was easy to remove as this part of the femur was fractured causing it to become loose. This patient has had a number of previous revisions. To my knowledge this is the history: primary cemented stem with cup. Lima, not depuy. They had a revision at (B)(6) hospital in (B)(6) 2020, no information. They then had a periprosthetic fracture where the lima stem was removed an the reclaim was implanted with a hook plate and cables (depuy) and a 40mm +5 ceramic head (depuy). (B)(6) 2020. They must have had another revision as some stage to remove our 40+5 ceramic head because when we did the revision there was no 40mm depuy head and in-situ, and there was a lima dual mobility head and liner with the lima cup already in-situ. I'm unsure when this occurred. It may have been linked to number 3. As above. The hook plate and cables were also removed at some stage too. This pc was linked to (B)(4) and was created to capture the ceramic head revision as stated in the event description. This is report 4 of 4 for (B)(4). This report is for a cable with crimp.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d6b, h3, h6: part # 298.801.01s. Lot # 6l47053. Release to warehouse date: 21 nov 2019. Expiration date: 01 nov 2029. Supplier: (B)(4). Non-sterile. Part # 298.801.01. Lot # p350679. Release to warehouse date: 28 oct 2019. Manufacturer: rti surgical. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the cercl-cable w/crimp ø1.7 sst had no issues. X-ray image shows a reclaim distal tapered 15x190a and reclaim prx bdy cone 24x85 construct with signs of bone breakage along the intertrochanteric section and breakage of the stem body. The cable with crimp does not show any signs of defect or malfunction. The cerclage pins, locking screws, one of the cerclage cables, and the hook plate are not visible in the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the cercl-cable w/crimp ø1.7 sst. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.